Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The insulation was abraded at multiple locations and exposed the proximal coil which resulted in the reported sensing anomaly. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that during a routine pulse generator upgrade, the atrial lead exhibited a sensing anomaly. The lead was explanted and replaced.